Event description:
It was reported that there was intermittent loss of capture on the patient's right ventricular (rv) lead as noted from a remote transmission indicating pacing rates in the range of 20 beats per minute. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.